Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer followed guidance from technical support to reset the pump, which resolved the issue, allowing the sensor session to be successfully started without further errors.